Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a damaged screen.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. To fix the issue, the fse replaced assy, display top lcd rohs. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a.